Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred 5-10 minutes into treatment and was noted by the phoenix hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate. It was reported that the dialyzer had passed the machine's air leak test during set up. Estimated blood loss was reported as 250 cc to 300 cc as a result of not returning blood from the extracorporeal circuit to the pt. Treatment was resumed with a new psn 210 dialyzer of the same lot and completed without incident. No pt injury or med intervention was reported per hcp.